Event description:
It was reported that a (B)(6) female patient (B)(6) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During mapping of the left atrium, the physician noticed pericardial effusion on the intra cardiac echo (ice) image. Then, he stopped the procedure and started to revert the effusion. After a little bit time, the pericardial effusion was completely reverted and the patient was ok. The patient is perfect and no more consequences. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient required extended hospitalization because of the adverse event. A smartablate generator was used during this case. The correct catheter settings were selected on the generator. The pericardial effusion was completely reverted by extracting the liquid. A transseptal puncture was performed with a brk needle. Ablation was not performed, therefore, no steam pop. Irrigated catheter flow setting was 2ml/min during mapping. No error messages were observed on biosense webster equipment during the procedure. The visitag module parameters for stability were time: 3sec, range: 3mm, force over time (fot) of 25% and 3sg with ablation index. Based on the available information the pentaray nav high-density mapping eco catheter (mapping catheter) will be the reportable device. The event occurred during mapping and no ablation was done. Should more information become available, it will be reviewed and processed accordingly. Additional information received indicated mapping was performed with both the pentaray nav high-density mapping eco catheter and a thermocool® smart touch¿ electrophysiology catheter as such, these will be the reportable devices.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30702311m and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) this report for product code d133602 (thermocool® smart touch¿ electrophysiology catheter). (2) MFR # 2029046-2022-01073 for product code d128208 (pentaray nav high-density mapping eco catheter).